Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion inside socket tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the image was going in and out due to loose scope socket connection. The most probable cause of corrosion inside scope socket tubing is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an image that kept going in and out. There were no reports of patient harm.